Event description:
It was reported that the patient had a rt-plus modular knee and the knee was stiff. The doctor planned an insert exchange, but noticed that the hinge mechanism was very stiff and replaced the femur component.

Manufacturer narrative:
Results of investigation: a revision surgery of a rt-plus modular femoral component was reported following the report that the hinge joint was stiff. One femoral component with blocks and modular stem was returned for investigation. The hinge joint is confirmed to be stiff. No macroscopic wear is observed on the articulating surface of the femur. Batch number is covered with bone cement and cannot be read. The batch number communicated is not valid, no review of similar complaints or of the production records could be performed. No medical documents were communicated. Without performing a destructive analysis of the returned explants, no thorough investigation into the cause of the reported issue is possible. No further actions have been initiated. If additional information becomes available in the future this investigation will be reopened.